Event description:
It was reported that the customer was treated by paramedics twice due to hypoglycemia. The reported blood glucose reading was 173 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed correctly. When the history files were checked, it was discovered that the customer had bolused for two different blood glucose readings within a two minute period, and the blood glucose readings differed by more than 100 points. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.